Event description:
Pt had peripheral IV line placed for diagnostic study, and as it was flushed, the saline started leaking from the connector which was obviously defective, and was replaced immediately.